Event description:
A customer contacted baxter's technical service center requesting assistance with ending therapy because fluid was leaking from the patient line. Per the home patient, a cat chewed the patient line. The technical service representative (tsr) assisted with ending therapy. There were no alarms. Home patient will start over with new supplies. The tsr advised the home patient to inform the nurse about this incident. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Concomitant medical products and therapy dates: homechoice automated pd system 115 volt, 2007, capd transfer set, 2007, dianeal low calcium solution (strength unknown), 2007.